Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Complainant provided photographic images showing evidence of patient's issue. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported a (B)(6) patient was hit by a subway train resulting in multiple trauma to pelvic area and legs. The patient had a stoma procedure related to the pelvic area trauma. The flexi-seal signal was inserted on (B)(6) 2014 in order to empty the remaining bowel contents after stoma procedure. On (B)(6) 2014, after sixteen (16) days of use (and with proper usage of the cuff) the device would not come off the patient despite normal deflation of the cuff. Ceridal oil was sprayed to rectum to help the removal of the device, but in the end the device had mucus membrane associated with patient's rectum being stuck to the cuff and tube. Lastly, besides the description of event mentioned above, there was no permanent damage to patient relating to flexi-seal removal, and the device was disposed of by hospital staff prior to notifying convatec.